Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
During surgery, the distal section (reaming end) of the 8.5 mm medullary reamer head broke during im reaming. Pieces could not be retrieved and were left in the patient.